Event description:
It was reported the manufacturing representative was reading impedances greater than 2000 ohms on some unipolar electrode pairs. It was noted the manufacturing representative was measuring the impedances on the right implantable neurostimulator (ins) that is used to treat the left side of the patient¿s body. It was further noted that impedances were tested at 1.5v and 210 pulse width. The reporter stated the change appeared on (B)(6) 2011. It was noted that during (B)(6) 2011 the patient had a fall and ¿hit on the right side.¿ it was further noted the patient had no change in therapy or symptoms control following the fall. It was noted the patient¿s voltage was increased from 1.4v to 1.7v. It was further noted the patient had rigidity in their leg and their feet were more curled up and stiffer. The reporter stated the patient¿s dyskinesia had gotten better since implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v632931, implanted: (B)(6) 2011, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3387s-40, lot# v398876, implanted: (B)(6) 2010, product type: lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).